Manufacturer narrative:
This report is filed on september 13, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced pain and redness at implant site; subsequently the patient was administered antibiotics (date and type not reported).